Manufacturer narrative:
An event of device difficult to setup or prepare, material deformation and invagination, and hemorrhage was reported. The device was returned to abbott for investigation. The investigation found that the delivery sheath had multiple kinks throughout the tubing and the hub on the delivery sheath had significant damage, which precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device difficult to setup or prepare could not be conclusively determined. The cause of the material deformation and invagination appears to be a cascading effect of multiple connection attempts. The cause of the reported hemorrhage appears to be related to procedural complication. The unexpected medical intervention was a result of case-specific circumstance as blood transfusion was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, several attempts were made to attach the loading tube to the delivery sheath for occluder insertion. Upon the third attempt it was noted that the internal cuff of the loading tube appeared to be invaginated, and the plastic of the threads were deformed. Both the occluder and delivery sheath were replaced with a new 22mm amplatzer amulet left atrial appendage and 12f amplatzer torqvue 45x45 delivery sheath. The patient experienced excessive bleeding due to the delay in attaching the loader to the delivery sheath. One unit of blood was transfused to the patient post-procedure. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.